Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic esophagectomy. Event description: " this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Sleeve damaged report from the sales rep laparoscopic esophagectomy procedure was preformed. The trocar was used as camera port. During removing the trocar from the patient, the distal end of the cannula was fragmented around two to three increments of the thread design part from the distal. The distance between ribs was narrower than general patient's. Other than that, the procedure had no anomaly such as applying an excessive force to the trocar in the customer's technique. The customer was unaware of the detail about when the incident occurred. Fragments fell off inside abdominal cavity, but they were removed from the patient. No injury and less bleeding. Initial investigation report by [distributor]: the event unit was returned to [distributor] and visually inspected. The threading part of the cannula was fragmented(fig.1). The three fragments were returned(fig.2). The sizes are respectively approx. 9.0 mm x 4.0 mm, 4.0 mm x 2.0, 2.0 mm x 1.0 mm. Three fragments matched the missing locations on the sleeve in shape. However, we still noted a missing location on the sleeve. The fragments for the missing location were not returned to us. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: unknown. Patient status: "the patient status is ok now."

Manufacturer narrative:
The cannula of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit, it is likely that the reported event was caused by lipid exposure, which could cause the cannula to be more prone to fractures. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.